Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired several clips without a problem, then one of the clips scissored. They used another product of the same product code to complete the procedure. There were no pt consequence.